Manufacturer narrative:
Device return requested to evaluate and determine root cause. Waiting for device return. Will provide follow-up submission once device is evaluated. No indication device was used clinically.

Event description:
During a pre-clinical check by the senior technician of the nicu, the rotary knob on the ventilator was found to not function properly. The hospital contacted the distributor. Upon replacing the knob, the issue was resolved. Info provided to the MFR states that the device was last maintenance 6 months prior to the date of the incident.